Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that wires were damaged on her electrode belt. The pt was issued a replacement electrode belt.